Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and redness around the stitches. The condition did not improve with medication and it was determined that the pocket was infected. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.